Event description:
Continued false elevations in pt/inr cartridge with multiple lot numbers. Ongoing correlations find unacceptable biases. Problem not specific to one serial number or one patient or operator. Multiple sequential lots beginning with "r" identified since (B)(6) 2011. Patients required repeat pt/inr testing with lab/venipuncture method for validation. Biases alter warfarin dosing adjustments in 60% of patients.